Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 extension cable came apart when it was being detached from the hemopro 2 handle. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).